Event description:
Per the clinic the patient experienced pain around the implant site and a decrement in performance. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted on (B)(6), 2010. There are currently no plans to reimplant another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).